Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-16013, 3006705815-2022-16014. It was reported that the patient's ipg was unable to go into MRI mode. It was found that the leads had low impedances. In turn, surgical intervention was undertaken on 12sep2022 wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.